Event description:
It was reported that the patient had a real bad fall and now felt shocks in the hand when touching metal or electronics. The clinic was unable to confirm if the patient's symptoms were related to the pacing system. The clinic confirmed the patient was interrogated and there were no performance issues. The lead remains in use with continued monitoring by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.